Event description:
The customer stated that she was pushed into a pool, and now the screen is not legible. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. The insulin pump had a cracked reservoir tube.